Event description:
It was reported that the pt expired. The cause of death was unrelated to the implanted system. No cause of death was reported. The pt was last seen 8 days before they died. The pump contained hydromorphone (15.7 mg/ml), clonidine (996.6 mcg/ml), and bupivacaine (30 mg/ml) at the time of the pt's death.